Event description:
We used a vasoview 7 xb endoscopic vessel harvesting system that a portion of bullet tip was noted to be missing during the endo vein harvesting. A portion of the plastic bullet broke off, sometime during the procedure. The surgeon, dr (B)(6) was notified. He requested the rnfa, rescoped looking for the broken piece of plastic. Dr (B)(6) then ordered an ultrasound study performed on both legs. The ultrasound study was negative for a foreign body. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: carb.